Manufacturer narrative:
Device evaluated by MFR: analysis of the catheter revealed no significant anomaly, catheter body torn or broken or melted at or after explant : did not affect infusion. Analysis of the catheter connector revealed catheter pin connector-collet prematurely locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, explanted:(B)(6) 2019, product type: catheter. Product ID: 8785, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 20-sep-2014, UDI#: (B)(4). Product ID: 8785, serial/lot #: unknown, ubd: 20-sep-2014, UDI#: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 1550 mcg/ml at 350.2 mcg/day, bupivacaine 18 mg/ml at 4.067 mg/day, and hydromorphone 2.5 mg/ml at 0.5648 mg/day via an implanted pump for non-malignant pain and pancreatitis. It was reported the event/difficulty occurred on (B)(6) 2019 during a procedure for a partial catheter explant. It was reported the catheter was partially cauterized when trying to get it free, melting the catheter. It was noted they used a new 8785 for a collet and when connecting that it clicked before the catheter was fully on the collet. It was reported it would be returned. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting was performed. Actions/interventions included a new product and the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight was 120 pounds. The patient¿s status at the time of this report was ¿alive- no injury.¿ the patient¿s diagnosis according to the operating room (or) checklist included chronic pancreatitis and generalized abdominal pain. Allergies included beta blockers, hydromorphone, and morphine. Comorbidities were reported as irritable bowel syndrome, insomnia, and asthma. The reason for revision was the elective replacement indicator (eri) was less than 10 months for the pump and included replacement of the pain pump with a 40cc pump and possible revision/replacement of intrathecal catheter. No further complications were reported/anticipated or expected.